Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, double time stamps for each reading on the g6 mobile app occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint could not be determined. A probable cause could not be determined.